Event description:
Information received by medtronic indicated that customer hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 20 mmol/l. Customer visited to emergency room. Customer had symptom's such as vomiting and chest pain. Customer was treated with intravenous insulin. Troubleshooting was performed and stated that partial screen on the insulin pump. Customer stated that the display did not return to normal. And the insulin pump was dropped. Customer was instructed to discontinue using of the device. It was unknown about auto mode feature. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer went to the emergency room on december 20, 2022 due to high blood glucose. Customer experienced symptoms such as vomiting and chest pain. Customer also tested positive for ketones. It was also reported that the insulin pump dropped and the display was partially visible. Customer states the display did not return to normal after replacing the battery.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was not in the initial report. The information has been provided in section h6 with this report. Health effect ¿ clinical code 2364 diabetic ketoacidosis has been added and provided with this report in section h6. Health effect ¿ impact code 4644 IV insulin drip (intravenous insulin infusion) and 4614 (ems/ambulance/ER visit) has been added and provided with this report in section h6.